Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient may have had a csf (cerebrospinal fluid) leak and a dye study was recommended. It was unknown if a dye study was performed but there was a catheter revision on (B)(6) 2009. Patient did not have specific symptoms and recovered from the event. Additional information has been requested, but was not available as of the date of this report.